Event description:
On 14-aug-2025, the user reported difficulty turning 2¿3 infusion set connectors during training. Other connectors functioned normally. No damage was observed and blood glucose was not affected. Replacements were provided as a precaution. No long-term health effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.